Event description:
A ventilator was returned to the MFR for routine maintenance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, damage to the device's ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue. There was no pt harm or injury reported. This report is being submitted as a part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).